Event description:
On 01/18/2008, the patient reported that the down button of her infusion device are not functioning. She stated that she attempted to activate the "quick bolus" feature and the down button would not respond. She stated that she changed the battery prior to the report. Her blood glucose was elevated to 314 mg/dl due to not being able to bolus. The patient was assisted with performing a "standard bolus" to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.